Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the energy button detached and not returned with the device. In addition, the device was received with the top of the I-blade broken lifted. A test button was reattached to the device, the device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an abdominal hysterectomy procedure, after the device stopped working, the surgeon used clamp, tie and cut methods to complete the procedure. There were no adverse consequences for the patient reported.